Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a red battery alarm on the heartmate power module was not confirmed during evaluation of the returned power module. The power module, serial number (B)(6), was received at the european distribution center (edc) and the backup battery was observed to have a manufacturing date of 20dec2022 and expiration date of 30nov2025. Therefore, the battery was expired at the time of the reported event. The power module was connected to ac power and booted up as intended. The unit underwent functional testing and passed. No atypical alarms were reproduced. No further testing was performed. The provided information indicated the power module was disconnected and reconnected from ac power several times, and the backup battery was disconnected and reconnected several times, without resolution of the alarm. The alarm resolved after the power module was exchanged. Although the reported alarm was not reproduced, the expired backup battery could have contributed to the root cause of the reported event. Incidental finding revealed missing backup battery cover screw. The device history records were reviewed, and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The device history record was reviewed for the heartmate 12v sealed lead acid battery, serial number (B)(6). The battery was inspected and accepted into storage on 09jan2023 per materia. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook, rev. B are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section e of the IFU, entitled ¿safety checklist¿, instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Section 3 of the IFU, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient power module (ppm) had a continuous red battery alarm. The ppm was switched on and off from alternating current (ac) power several times. The internal battery was disconnected and reconnected in this course. The alarm persisted. The ppm was exchanged, which resolved the alarms.